Manufacturer narrative:
Examination findings: the returned driver tip was examined and the damage seen is consistent with a torsional failure caused by exceeding the driver's torque capability. Though the fractured pieces were not retuned, the failure is consistent with other drivers that fail due to high torque application. No other observations were noted which may have contributed to the torsional failure of the driver.

Event description:
It was reported: the t8 driver snapped with the final tightening of the 2.7 mm val screw.